Event description:
Follow-up information revealed the patient ipg is inoperable. The patient will consult with the physician as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported following an unrelated surgical procedure on (B)(6) 2018, the patient was unable to establish a connection between her ipg and patient controller (pc) and the pc displays a connection error. The patient stated the device was not placed in surgery mode prior to the procedure. Trouble shooting was attempted, but did not resolve the issue. No additional information is known at this time.